Event description:
Malfunction code appeared on screen of rotoprone bed. Instructed user to unplug and then plug the power cord back into outlet. After that was done, the screen instructed user to return patient back to 0° supine, engage lock pin to clear the message, and if the error message remained to call manufacturer. Manufacturer was contacted due to the fact that the patient was too unstable to tolerate a supine position. The plan was to leave the patient prone until technicians arrived to troubleshoot the bed. The clinical team contacted the 24-hr hotline and operator notified team member that a technician will contact the hospital department with their action plan. A clinical representative and technican arrived two hours later to troubleshoot the bed and assist in safe transfer. A replacement bed request was made to address the malfunction. After the patient was rotated supine per manufacturer's instruction, multiple error messages appeared and the patient began rapid o2 desaturation. The emergency lever of the bed was engaged to initiate rotation back to prone. With the bed/patient in mid-rotation the technicians stated they can no longer rotate back into prone position once the emergency lever was engaged. A phone call was placed to check the status of the replacement bed. It was later discovered that the bed was just outside of our area and in its last 20 minutes of its quality control checks.